Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurements of less than 200 ohms along with low p-waves of 0.1 mv. On review, p-waves were found to be low and have dropped. They were not able to recreate at all with pocket manipulation or isometrics. The device was programmed to vvi mode due to patient being in atrial fibrillation (af). Boston scientific technical services (ts) discussed about noise discriminators and stated that it is likely a potential lead issue. Additional information indicated that the cause of low oor pli was not conclusively identified. The patient will continue to be closely monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.